Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening on radius and observed 40 mm dark patch edge material inside gel device. A visual and microscopic analysis was performed which identified opening sharp, opening crease smooth, stress marks and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification.

Event description:
Device has been explanted.